Event description:
An altitude alarm on the pump was reported by the customer, which caused the blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided tips for preventing altitude alarms, which the customer acknowledged, and the insulin delivery was resumed using the original cartridge without the need for replacement.